Manufacturer narrative:
(B)(4). G2: foreign - event occurred in denmark. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a retrospective study of patients that one patient underwent a revision procedure due to infection. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The bearing component was not revised. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The bearing component was not revised. The initial report should be voided.